Event description:
I recently switched to the dexcom g7 15 day continuous glucose monitor. Prior to switching, I was a g6 and g7 10 day user for a several years. Since switching to the 15 day sensor, I have had four of five sensors fail during use. These failures are not related to the placement of the sensor, site preparation, or accidental dislodging. Just out of the blue, sensor fails after 4 to 6 days of use and needs to be replace. I did not have frequent failures with either the g6 or g7 10 day sensors. Pt: 4582. Device: 3023, 1506. Ref: mw5188608, mw5188609, mw5188610.